Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that no infection was found. Patient ipg was repositioned due to pain at the implant site.

Event description:
It was reported that the patient had an infection near the ipg site. A revision to reposition the ipg was completed on (B)(6) 2025. Patient was treated with IV antibiotics and infection is resolved.

Manufacturer narrative:
Section b3: date of event is estimated.